Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the turbine had seized. It is unknown at this time if there was any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The reported issue was able to be isolated to a problem with galling between the turbine cover and balanced impeller.